Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 56mm aaa. It was reported the patient returned for follow-up 6 weeks later, and a cta performed revealed a type ia endoleak with infolding of the main body. Per the physician the cause of the events was oversizing. It was noted the device sizing selection was based off pre-implant sizing and neck morphology (wide and conical). No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding and endoleak were confirmed on the imaging provided; however, the precise cause of the events cannot be conclusively determined. The endoleak is most consistent with a proximal type ia endoleak, likely related to the infolding. Nonetheless, the possibility of a concomitant type ii endoleak originating from the left accessory renal artery cannot be excluded. According to the instructions for use (IFU) for the endurant ii/iis stent graft, the aortic section of the bifurcated device should be oversized by 10-20% relative to the actual measured inner vessel diameter. The neck diameter, as recorded on the sizing sheet provided, was 26-29 mm, indicating that selection of a 32 mm stent graft would not constitute excessive oversizing. However, CT imaging reviewed for this case demonstrated a proximal neck diameter of approximately 24-23 mm. Based on these measurements, the degree of oversizing may have exceeded the recommended upper limit per IFU, potentially contributing to the observed infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.